Manufacturer narrative:
(B)(4). The customer evaluated the device and verified the reported failure. The customer replaced the external usb data cable and proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. It was observed that while the external usb cable was connected to the device, the device was exhibiting the reported power failure. When the cable was disconnected, the device functioned normally. Following the customer's repair, physio-control evaluated the device and observed that the device was functioning properly with the replacement usb data cable.

Event description:
The customer reported that while attempting to monitor a patient who was complaining of feeling sick, their device would not power on. Once this was observed during use, a back up device arrived approximately two (2) minutes later and continued monitoring the patient. There was no adverse effect caused to the patient as a result of the reported failure.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.